Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. On (B)(6) 2018, the customer noticed skin irritation and swelling at the sensor site and had contact with a healthcare provider who prescribed the cephalexin (antibiotic - dose/route unknown) as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. On (B)(6) 2018, the customer noticed skin irritation and swelling at the sensor site and had contact with a healthcare provider who prescribed the cephalexin (antibiotic - dose/route unknown) as treatment. There was no report of death or permanent impairment associated with this event.